Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced lightheadedness and dizziness and presented in the emergency room. Upon interrogation, the right ventricular lead and right atrial leads exhibited noise. On (B)(6) 2018, the leads were explanted. The patient was in stable condition post operation.

Manufacturer narrative:
Final analysis noted partial lead was returned in six pieces. Damages found were consistent with occurring during the surgical procedure. The portions of the lead were otherwise normal.